Event description:
It was reported that the customer received a battery out limit alarm and the keypad was unresponsive. The customer's blood glucose level was 100 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no button response on the act button due to moisture damage on keypad traces. Unable to perform functional tasting due to unresponsive keypad. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).